Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed but not replicated. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted pediatric colectomy surgical procedure, the integrated electrosurgical generator unit (iesu) had an m-02 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the log and asked the customer to power cycle the iesu. The customer decided to use another energy device prior to calling so they could continue with the surgery. The tse suggested the customer to power cycle the iesu and test the system again. The customer stated that the error came back each time after the iesu was power cycled. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site probably used a third-party generator to finish the procedure.